Event description:
It was reported that when using the gantry switches, the unit continued to swing from 45 to 195 degrees when the technologist let go of the switch. No injury reported. A field engineer was dispatched to the site and determined the rotary switch needed to be replaced. Once this was completed, the system was working as intended.